Event description:
The manufacturer received information that a trilogy evo ventilator had a red, critical alarm triggered while in use with a patient. There was no harm or injury reported. It was reported the alarm stated "ventilator service required" occurred on the device on 11 march 2026. No additional information has provided at this time. The device has not yet been returned to the manufacturer for evaluation. At this time, the manufacturer is unable to confirm the alleged malfunction. If additional information is received, a follow-up report will be filed.